Event description:
It was reported that alarm 01 occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. A cartridge change was performed resolving the issue.